Manufacturer narrative:
A partial lead with three connector legs measuring 12.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to externalized conductors during an unrelated procedure. The asymptomatic patient was stable post procedure.